Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 280 mg/dl and ketones. Prior to the event, the customer woke up feeling sick, and was vomiting. The customer had been drinking alcohol the night before, and didn't think much of the symptoms. After checking the infusion set, the customer noticed that the cannula was not inserted in his skin. The customer removed the infusion set, and treated with an insulin pen, but continued to feel sick. At that point, the mother decided to take the customer to the hospital where his blood glucose levels dropped to 40 mg/dl. Troubleshooting was performed, and the insulin pump passed the self test. No alarms were found in the alarm history. Nothing further was reported.